Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x20 synergy ii everolimus-eluting platinum chromium coronary stent system was selected. During preparation, when the physician grabbed the proximal end of the stent protector and pulled the device out, it was noted that the glove caught on the stent and was dislodged on the table. The device was exchanged to another 4.00x20 synergy stent and the procedure was completed. No patient complications were reported.